Event description:
It was reported that "as the doctor was impacting the t-handle of the avs trial inserter, the handle broke at the "t" junction. The trial was retrieved with a pair of pliers. There was no adverse outcome".

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental.